Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the decreased ventricular sensing resulted in under-sensing. The pacemaker was explanted and replaced with a leadless pacemaker. The patient was in a stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. It was reported that the pacemaker exhibited loss of capture and decreased ventricular sensing. No intervention was performed. Patient status was not reported.